Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the siderail mechanism did not hold. There was no patient involvement.